Event description:
Caller reported that the tandem mobi pump battery was not charging despite using the appropriate charging equipment and procedures. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send replacement charging supplies, including a wall adapter, cable, and pad, via two-day shipping and planned to follow up. In the event the pump battery depleted before receiving replacements, the customer was advised to rely on the current pump and metered dose insulin injections (mdis).